Manufacturer narrative:
Device cannot be repaired.

Event description:
It was reported via repair work order that the litter frame was bent causing an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.